Manufacturer narrative:
Product event summary: analysis could not confirm the reported event of not booting up, the device would boot up when the on button was pressed however the device would partially power up when the battery was installed. It was also noted that the upper case was broken and dented, the lower case was broken and corroded, the battery release, heart block, heart wire contacts, battery drawer and heart lead flex were contaminated, the side bail covers were broken, and the display and main printed circuit board (pcb) were corroded.

Event description:
It was reported the epg (external pulse generator) will not boot up. The epg was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).